Event description:
It was noted that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. The patient was in stable condition.